Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the first firing, a yellow foreign material was found in the cavity and was retrieved. The object looked like a piece of the yellow shipping wedge. The account is unsure if the shipping wedge was still attached to the reload or not when the jaw's opening/closing was checked. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Only the shipping wedges of the devices were returned. A yellow fragment of one of the shipping wedge was also returned. The fragment was found to have broken off from the shipping wedge flange that lodges in the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single-use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. If information is provided in the future, a supplemental report will be issued.